Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed intermittent loss of capture. A lead revision procedure was performed where the lead was cut and capped. There were no adverse patient effects reported.